Manufacturer narrative:
We performed a careful technical analysis and a review of the manufacturing history of the returned product to determine if there was any deviation that could account for this event. The technical investigation revealed that the balloon of the complaint instrument has been in and deflated. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Furthermore, based on the information provided, the residual lumen diameter in the target lesion was smaller than the specified crossing profile of the complaint instrument. Thus the reported difficulty in lesion crossing is most likely related to the patient's anatomy.

Event description:
Ous MDR - the pantera pro could not pass the severely calcified and tortuous lesion.